Event description:
It was reported to philips healthcare that the device had a piece of etco2 tubing broken off in the etco2 inlet, therefore, etco2 could not be acquired. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).